Event description:
During a call to technical support the continuous cycling peritoneal dialysis (ccpd) patient reported having "drain pain" and " pain in his ribs". His associated peritoneal dialysis registered nurse (pd rn) reported the patient was diagnosed with peritonitis on (B)(6) 2013, 3 days after report of pain. He was treated with antibiotics and continues on ccpd. A search of the complaint management system confirmed there were no allegations of leaks during treatment and none were alleged by the pd rn. The patient declined returning the cycler to the MFR.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported pain an peritonitis diagnosis after peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon complete of the investigation.